Manufacturer narrative:
Evaluation summary: one device was received for evaluation. This device has been used in the treatment or diagnosis of a patient. The returned sample met specification as received by. A visual inspection of the generators exterior found no obvious issues. The reported condition was not confirmed. The investigation found the device to function normally and within specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while using the bipolar forceps during a procedure, it was in the patient¿s mouth and it burnt the back of the throat. Medical intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.